Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no patient contact details to obtain the information requested. Patient demographic info: age, weight, bmi at the time of index procedure? Please clarify if both meshes were implanted concurrently? Date, indication and name of initial surgical procedure for each gynecare tvt retropubic mesh implanted? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Product code and lot number for each gynecare tvt retropubic mesh implanted? Other relevant patient comorbidities/concomitant medications? Patient symptoms manifestations of infection? Date - time of onset of infection from the surgical procedure? Were cultures performed? Results of histology? What medical intervention was performed to treat infection? Results? Please provide a date and surgical findings of total both mesh excision? What is physician¿s opinion as to the etiology of or contributing factors to this event (infected meshes)? What is the patient's current status? Adverse event regarding second infected mesh was submitted via medwatch report 2210968-2020-01819.

Event description:
It was reported the patient underwent a gynecological procedure on unknown date and the mesh was implanted. The patient experienced infected mesh complications and required surgical management. Total surgical excision of remaining mesh was performed and the mesh securely stored. No further information is available.